Manufacturer narrative:
An event regarding disassociation and metalosis (fretting) involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed based on the clinician review of the x- ray provided. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections on the metal head could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: x-ray provided confirms disassociation, need additional information; primary and revision operative reports, clinical and past medical history. -product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the 36 +5 lfit v40 metal head and accolade stem. Intra-operatively, metallosis was also observed. The head, stem, and liner were revised (rep confirmed there are no allegations against the liner) to a restoration modular stem construct with a ceramic head and adm/mdm liner construct.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the 36 +5 lfit v40 metal head and accolade stem. Intra-operatively, metallosis was also observed. The head, stem, and liner were revised (rep confirmed there are no allegations against the liner) to a restoration modular stem construct with a ceramic head and adm/mdm liner construct.